Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she needed assistance with putting her insulin pump together. Customer stated that the piston was stuck in a halfway position and she can't put her insulin in there. Customer was unable to get her reservoir in the pump. Customer reported there is a battery out limit alarm on the screen. Customer stated that she not been on the pump for the last few days. Customer was assisted with rewinding the pump. Customer was assisted with clearing the alarm and was advised that the battery out limit alarm was normal pump behavior. Customer checked her blood glucose and it was 535 mg/dl during the call. Customer feels that this is due to how he set her pump. Customer has not been on the pump all day and this is due to how her pump was set. Customer has not given herself any insulin pen or syringe all day. Customer normally boluses after she does her infusion set change. Customer stated that she gave herself a bolus.